Manufacturer narrative:
During use a .014¿ 6.0 x 15 x 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a same size new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the left renal artery with strong calcification and short stenosis. A .070¿ renal curve I vista brite tip guiding catheter and a 6f 25cm unknown sheath were used during a right femoral approach. A non-cordis guidewire crossed the lesion. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82170067 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics such as strong calcification and stenosis may have contributed to the reported event as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products and therapy dates: .070¬¿ renal curve I vista brite tip guiding catheter, unk sheath (6f25cm), guidewire (vgw1419sp0, asahi intecc). (B)(6). The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use a .014 6.0 x 15 x 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a same size new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the left renal artery with strong calcification and short stenosis. A .070 renal curve I vista brite tip guiding catheter and a 6f 25cm unknown sheath were used during a right femoral approach. A non-cordis guidewire crossed the lesion. The device will not be returned for evaluation as it was discarded.